Event description:
It was reported that the pump's control-iq feature was not adjusting insulin delivery as intended. Customer's blood glucose (bg) level was 277mg d/l. Tandem technical support was unable to confirm the allegation as the customer did not have pump data for review on the alleged event date.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.